Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, bottom drawer did not close and had a broken railthe customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the bottom drawer did not close completely and had a broken rail. A field service engineer identified that matrix drawer 7 was difficult to open due to a nut lodged beneath the drawer and at the bottom of the cabinet, obstructing movement. Fse cleared the debris, after which the drawer opened smoothly without any issues. The system functioned as intended after the field service engineer repaired the device.